Event description:
Customer reported that the insulin pump alarmed button error. Customer removed the battery and reinserted it and the alarm cannot be cleared. Customer stated that the backlight does not turn off. Customer stated that the numbers on the screen were ramping. Blood glucose value is 194 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.